Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the high definition lcd monitor did not power up and there was no image. There were no reports of patient involvement.